Event description:
It was reported that the patient underwent a revision surgery of the nextgen monoblock tkr due to implant breakage, required more constraint and lamination had occurred in the poly, instability on patient was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.